Event description:
It was reported that a patient underwent an unknown procedure on an unknown date barbed suture was used. During the procedure, the suture became detached from the needle. The needle-suture did not fall into the abdominal cavity. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: original event description: the loop of the stratafix broke during use. Corrected event description: the needle was detached from the suture during use. Lot number: unknown, rgbjku. Device return status: we regularly contact with sales rep about the device returning. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned sample determined that an opened sample of product code sxpp1b450 was received for evaluation. The visual inspection concluded that in the detached needle, the swage and attachment area was noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the sutures was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. Based on the information currently available, the missing needle/suture was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.